Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose levels ranged from 300 mg/dl to 500 mg/dl, which was addressed with a correction bolus via the pump. The customer "thinks" ketones ranged from non to moderate levels, and reported feeling sick. Reportedly, the customer had insulin shots available as alternate insulin therapy.